Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons are difficult to use and the batteries are lasting 3 to 4 weeks. Customer's blood glucose was unknown. Customer stated that buttons were to hard to press and not getting low battery alerts anymore, time advances due to keypad issues. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio or vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.